Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a vitrectomy cutter was not able to cut, accompanied with an unusual sound (suspected to be defective) during the procedure. Aspiration was working normal. There was no patient harm. The pak was replaced and the procedure was completed.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray with other items. The sample was visually inspected and found to be nonconforming with orange/brownish foreign material on the port face. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration, no noise observed. The sample was found to be nonconforming for actuation and cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at cutting edge and several other locations along the inner cutter. Orange/brownish foreign material observed on the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Two photo attached to the parent complaint were reviewed by the investigation site. Photo 1 shows a pak label with same product and lot number as reported. Photo 2 shows a probe assembly. The reported event cannot be confirmed on the photos attached. The complaint evaluation does not confirm the probe had an unusual sound. The complaint evaluation confirms the probe had a cut failure, the evaluation also indicates the probe had an actuation failure. The cause of the cut failure is the observed gouge marks on the cutting edge of the inner cutter of the probe. The root cause for the actuation failure failure as well as the gouges marks and foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The reported unusual sound was not confirmed and it appears that the observed actuation and cut failures were due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).